Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D6a: implant date unknown / not provided. D6b: explant date unknown / not provided. E1: last name unknown / not provided.

Event description:
It was reported packaging was defective/damaged. Used another implant to complete procedure same day.

Manufacturer narrative:
Zimvie received one (1) tsx37b10, (tsx¿ implant, 3.7mmd, 10mml) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant's original packaging was not returned for evaluation. No apparent damage / malfunction was identified with the returned implant. Additionally, the implant matched prints where measured, some markings on the implant were seen likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1282117. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1282117 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿packaging damaged¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00308-pfmea rev.1, the most likely root cause determined from the investigation is mishandling of packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.